Manufacturer narrative:
The patient was reported to be over 18 years old. Reported event of balloon deflation difficulty. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual examination revealed that the balloon deflates with no problem. The balloon was inflated and deflated using the syringe enclosed and no defects were noted. The balloon was inflated and deflated several times and each time the balloon deflated with no issue. The catheter shaft was inspected for cosmetic defects and none were found. The balloon was inspected and no issues were noted. The bonds were inspected and found to be continuous, intact. The proximal bond measured at 1.59mm and the distal bond measured at 1.86mm which is within specification. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. The reported event of balloon deflation difficulty was not confirmed. Balloon deflation issues can occur in this product family as, during their clinical use in the cbd, difficulties may arise due to tortuous anatomy or pressure from stones in the cbd. The most probable root cause of operational context will be assigned to this complaint as due to some procedural/anatomical factors encountered during use performance of the balloon was limited.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during the removal of bile duct stone in the biliary tract procedure performed on (B)(6) 2014. According to the complainant, during the procedure it took more time than usual to deflate the balloon. There were no other issues and the balloon was able to be completely deflated. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an extractor pro retrieval balloon was used during the removal of bile duct stone in the biliary tract procedure performed on (B)(6) 2014. According to the complainant, during the procedure it took more time than usual to deflate the balloon. There were no other issues and the balloon was able to be completely deflated. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.